Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effects of myocardial infarction and stenosis are listed in the xience sierra everolimus eluting coronary stent systems (eecss) instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects of myocardial infarction and stenosis, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: article, titled "pci of native coronary artery vs saphenous vein graft after prior bypass surgery a multicenter, randomized trial" b3, d6a - estimated dates d4: the UDI number is not known as the part and lot number were not provided. The additional patient effect of death reported in the article are captured under separate medwatch report.

Event description:
The article compared clinical outcomes between a strategy of native vessel percutaneous coronary intervention (pci) with saphenous vein graft (svg) pci in post coronary artery bypass grafting (CABG) patients presenting with svg failure in the randomized proctor (percutaneous coronary intervention of native coronary artery versus saphenous vein graft in patients with prior coronary artery bypass graft surgery) trial. Index procedures mandated the use of second-generation drug-eluting stents, with a preference for xience sierra everolimus-eluting stents. Adverse events included all cause mortality, nonfatal target coronary territory myocardial infarction (mi), pci related mi, target coronary territory revascularization, target vessel failure, target lesion revascularization, and in-stent restenosis. The article concluded that at 1 year, svg pci was associated with superior outcomes with respect to major adverse cardiac events, primarily driven by lower rates of pci-related mi and clinically driven target coronary territory revascularization. Details are listed in the attached article, titled " pci of native coronary artery vs saphenous vein graft after prior bypass surgery a multicenter, randomized trial.¿ no additional information was provided.